Event description:
It was reported that a home patient (hp) experienced a break in aseptic technique further described as the registered nurse (rn) touching the patient¿s pd catheter and not wearing a mask during an unrelated test, which caused peritonitis. The patient was hospitalized for the reported event and was discharged at a later date. The treatment for peritonitis was with unspecified antibiotics (dosage, route, and frequency not reported) which were later discontinued. The patient had recovered from peritonitis. The pd therapy which was discontinued after the onset of the event was restarted at a later date and was ongoing at the time of this report. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the nurse. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.